Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part: 04.812.011s, lot: l496139, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 17 jul 2017, expiration date: 01 jul 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, high levels of pain in the patients back were reported after receiving the implants. High mercury levels in her blood were also reported. No further information was reported. This report is for one (1) t-pal ti spacer 10mm x 28mm 11mm height sterile. This is report 1 of 1 for (B)(4).